Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 26 mmol/l at time of incident. Another blood glucose level was 28 mmol/l. The customer was treated with insulin pump. Insulin pump had insulin flow block. The customer stated that the symptoms related to high blood glucose such as difficulty in breathing and high pulse. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering due to high blood glucose. The device will not be returned for analysis.